Manufacturer narrative:
A complete lead was returned for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure when the left ventricular lead was being placed, the patient developed sudden left heart failure. The lead was not used and the procedure was ended. The patient was reported to be stable after the procedure.